Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the upstream occlusion alarms. However, review of the history log confirmed the alarms. Further, evaluation found the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms. The device was re-calibrated and re-tested to ensure proper functionality.

Event description:
It was reported that a device alarmed for upstream occlusions. There was no patient incident reported.